Manufacturer narrative:
A specific root cause could not be identified. Further investigation was not possible as not enough sample volume was left and no further sample can be provided.

Event description:
The customer received a questionable (B)(6) confirmatory test result for one patient when compared to the results from an architect analyzer. (B)(6) confirmatory test was (B)(6). The sample was tested on an architect analyzer in another laboratory and the results were: (B)(6): negative antibodies to (B)(6) core antigen (B)(6): negative antibodies to (B)(6) surface antigen ((B)(6)): negative the customer would not provide information concerning which results were reported outside the laboratory. No adverse event was reported. The (B)(6) confirmatory test reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A sample from the patient was submitted for further testing and the customer's results were reproducible.